Event description:
It was reported that during a coronary stenting procedure, a shaft fracture occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, moderately calcified proximal left anterior descending (lad) artery. During advancement of the 2.25x24mm liberte bare metal stent delivery system (sds) the physician felt resistance while trying to pass through the 6f non-bsc guide catheter. The proximal shaft of the liberte broke into two parts. The physician was able to recover both parts of the sds. The procedure was completed with another liberte bare metal stent. No pt complications were reported. Pt condition is reported as "stable".

Manufacturer narrative:
(B) (4).